Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main cubie drawer was failed frequently with read, write, or invalid memory error. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no medication delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cubie drawer failed frequently with read, write, or invalid memory error. The field service engineer reseated all connections and performed preventive maintenance to resolve the issue. The system functioned as intended after the field service engineer repaired the device.